Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event, and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patients: on (B)(6) 2000 - the patient was implanted with an unspecified "marlex mesh suburethral sling system. It is alleged that the patient has suffered serious bodily injuries, including extreme pain, injection of her internal bodily tissue, dyspareunia, and other injuries. The attorney's report alleges disability, "pain and suffering", infection, pain, dyspareunia, defective mesh, additional surgery/medical treatment.